Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alarms on an ilet following an infusion set change, including after a factory reset and while using both lyumjev and fiasp, which led to hyperglycemia and discontinuation of the device in favor of backup therapy. Symptoms included elevated blood glucose with a reported peak of 285 mg/dl without ketone testing, medical intervention, or other acute health effects. Outcomes included use of subcutaneous insulin via an alternate pump to correct hyperglycemia and the shipment of a replacement device while the original was returned. Investigation included troubleshooting and education with the user and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 35 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.